Event description:
It was reported that the device exhibited a check syringe plunger sensor error. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the plunger broken with one of the hands of the plunger unable to move. The event history log confirmed the check plunger sensor error occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be a malfunctioning plunger. The plunger was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.